Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the device was unable to be interrogated. It was further reported that the device was not pacing. Device remains in use and no patient complications have been reported as a result of this event.